Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A doctor called on behalf of his patient, wanting to know how to raise the basal rates. Doctor indicated that the patient was sent to emergency room with high blood glucose of 744 mg/dl and diabetic ketoacidosis. Troubleshooting assisted doctor with his request. No further information was given.